Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction and additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product was provided for evaluation. Data analysis was not performed because data was not present. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and passed. Functional testing was performed and failed the audio test, read firmware header and test initialization. A "try it" sound test was performed and failed. An audio test with dexcom global receiver communication tool was performed and failed. An internal visual inspection was performed and passed. The speaker was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.